Event description:
A technician reported a pt who had eye treatments that were reversed. Additional info has been requested. This report is for the right eye, and additional report will be filed for the left eye.

Manufacturer narrative:
Additional info has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings, related to the reported issue and the product was released according to company acceptable criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).